Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector. No back-up was available at the time of the original surgery therefore the patient was left aphakic. An additional surgery and successful iol implantation was performed one day later on (B)(6) 2026. The device has not been returned to rayner. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that the surgeon encountered resistance from the very beginning of the injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 015262784 showed that all manufacturing and quality checks were conducted with successful results. The root cause of the event cannot be established from the available information.

Event description:
On (B)(6) 2026, rayner received notification from a healthcare facility in russia of an event that occurred during use of a rayone emv rao200e. The event description provided states that during iol implantation, the lens got stuck in the injector. The implantation was stopped and the patient was left aphakic for one day. One day post-operatively, the patient underwent an additional surgery where iol implantation was performed successfully.